Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus europa se & co. Kg (oekg) for inspection. The inspection found no defects other than those reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the event that the device light did not turn on was caused by burnout of two lamps due to accidental failure or expiration. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device light did not turn on during preparation for use. The device was not used for the procedure. According to the olympus service department, two lamps in the device were burnt and did not work. There was no report of patient injury associated with this event.